Event description:
It was reported that the device broke during procedure. The broken pieces were successfully retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: the dorsey jaw broke while inside the patient. Surgeon said he was trying to pull out a mini-lap from patient and that's when the jaw broke. The broken pieces were successfully retrieved. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied by user. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Added initial reporter phone number. The manufacturer date in not known.

Event description:
It was reported that the device broke during procedure. The broken pieces were successfully retrieved.